Event description:
It was reported that the customer's insulin pump keypad was unresponsive and had been exposed to moisture. Customer's blood glucose level was 162 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The act button did not respond due to corroded keypad traces. The insulin pump had moisture damage on the electronics, minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.